Event description:
Customer reported that the battery cap was stuck and they had difficulty removing it. Customer's blood glucose reading is 173 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with broken battery cap(p), scratched display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube.